Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt has lost stimulation. The leads exhibit low impedances. The pt was scheduled to have a CT scan and immunologist consultation. On (B)(6) 2010, the pt had a revision and was re-implanted with a new system.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.